Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to below 40 mg/dl while wearing the pod. The patient reports at 10:00 pm their blood glucose level was 143 mg/dl. In the middle of the night the patients blood glucose levels were below 40 mg/dl and the patient had gone into a coma. No further information is available as to this event.